Manufacturer narrative:
On 09 november 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: during the visual inspection it was noted that three out of four prongs broke off as per fragile fracture. This failure is similar as per the previous cases, where it is assumed that screw pilot hole preparation was not properly performed. The standard driver design has been reviewed in order to address this issue. All the critical cross-sections have been enlarged and a mechanical stop has been added on the outer shaft to ease the removal from the screw.

Manufacturer narrative:
Batch review performed on 06 september 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot . Not yet received.

Event description:
During surgery when the surgeon was using a screwdriver to input a screw, three of the 4 prongs on the driver broke into the screw. The surgeon replaced the screw with another screw, and used a secondary screwdriver to complete the surgery. All pieces were recovered. The surgery was delayed approximately 10 minutes. The surgery was completed successfully. Instrumentation is available.